Manufacturer narrative:
The patient is (B)(6) height. An event regarding loosening and peg fracture involving a triathlon patella was reported. The event was confirmed. Device evaluation and results: fatigue was confirmed on one of the fractured patella pegs; the other pegs were too substantially damaged to verify the failure mechanism. A localized area of material deformation was observed on the rim of the patella, indicating elevated loads in this region. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) patella. Device history review: all devices accepted into final stock met specification. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that one of the fractured patella pegs broke in fatigue. The other pegs were too substantially damaged to verify the failure mechanism. The exact cause of the event could not be determined because no medical records were provided. Further information such as operative repots, x-rays, and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient's right knee was revised due to the patella implant loosening. The surgeon replaced the patella and insert. The pegs on the patella were sheered off. The surgeon commented that the insert was unusually worn for the amount of time it was in the knee and stated that the wear could have occurred due to lose cement abrasion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to the patella implant loosening. The surgeon replaced the patella and insert. The pegs on the patella were sheered off. The surgeon commented that the insert was unusually worn for the amount of time it was in the knee and stated that the wear could have occurred due to lose cement abrasion.